Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with chest pain and swelling in her jaw, with a blood glucose reading of 141 mg/dl. The customer left the hospital with a blood glucose reading of 494 mg/dl. Once she got home she was up over 600 mg/dl. The customer went back to the hospital due to the elevated blood glucose levels. The customer stated that she had an allergic reaction to a medication, and had been experiencing high blood glucose levels for the past week. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.